Event description:
It was reported that pt underwent total hip arthroplasty on 5/3/06. It was identified that during procedure, threaded tip of metal frame gauge handle was attached to the acetabular implant and fractured during impaction. Threaded tip section remains in the pt.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Hosp h6 - examination of the fracture surface shows evidence that instrument fractured due to bending overload. This report filed on 6/28/06.